Event description:
When removal drapes after completion of surgery, staff noted a black melted spot (1/4") on top of bovie pad, with a blackened pinhole on either side. Bovie pad carefully removed. A dime-sized blister noted on pt's thigh directly under the blackened area of the bovie pad.